Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation with no clinical information provided. The device was tested successfully with no malfuntion. An investigation of this nature is based on the decision of the algorithm. With no clinical information present, we cannot understand the criteria used to render the decision. The investigation is being closed as no fault found. The device was recertified and returned to the customer. No trend is associated with reports of this type.